Event description:
The service report shows the device failed incoming inspection (volume and leak tests) due to torn leaf check valve. The nellcor puritan bennett customer support engineer (npb cse) verified the leak. The npb cse inspected the device and replaced the cup seal, bearing and leaf valve. The device was overdue for pm by 5000 hours and 4 years. The battery was also replaced as it was due for replacement 4 years earlier, as well. The parts replaced would have been replaced as part of the pm, if they had been completed on schedule. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.